Event description:
The programmer which was returned due to instructions affiliated with a field advisory subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis determined that the stylus was not aligning with the arrow on the screen and therefore the overlay/bezel assembly was replaced and the stylus calibrated. Also the programmer failed its right antenna test due to the antenna being loose and the antenna was therefore secured and torqued. (B)(4).